Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage) issue. The battery compartment was cracked and the battery cap metal contacts were damaged. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/06/2017 with the following findings: a review of the black box showed one low battery and one replace battery warning. The battery compartment was cracked at the threads on the side. The returned battery cap was able to fit. The pump powered up with auditory and vibratory alarms to the verify screen. All currents were within specifications. The pump cover was removed to find no further moisture ingress or intermittent conditions to the printed circuit board or the continuous glucose monitoring module. The short battery life complaint was unable to be duplicated. Unrelated to the original complaint, the display lens was cracked along the bottom gray area. Additionally, moisture corrosion was found in the battery canister. A leak test was performed and failed due to a battery compartment leak. (B)(4).